Event description:
Same case as MDR ID# 2134265-2014-05034 and 2134265-2014-05036. (B)(4). It was reported that chest pain and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with angina pectoris and a 2.75 mm x 20 mm veriflex (liberte) coronary stent delivery system was implanted in distal left anterior descending (lad). In (B)(6) 2014, the patient presented with recurrent cardiac chest pain and was hospitalized. One day from admission, coronary angiography revealed 80% high grade restenosis of the previously placed study stents and 2.75mm x 20mm veriflex (liberte) coronary stent delivery system in the distal lad . The lesions were treated with cutting balloon angioplasty and placement of 2.25 mm x 8.0 mm, 2.25 mm x 16.0 mm, 2.5 mm x 16.0 mm stents distally to proximally in an overlapping manner. Following post dilatation, residual stenosis was less than 10%. In addition, the 70% edge stenosis of the proximal lad at the edge of previously placed study stent in mid lad was treated with cutting balloon, balloon angioplasty, and placement of 3.00 mm x 12.0 mm stent. Following post dilatation, residual stenosis was less than 10%. One day post procedure, the event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).